Manufacturer narrative:
Concomitant medical products: product ID: 5076-58, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead experienced placement difficulty and the helix would not extend. The lead was removed, and a second lead was attempted. The same issue occurred with the second lead, which was also removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with a kink in the proximal conductor which prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.